Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve was dislodged inside the hub component initially, it was reported that the dilator would not seat into the sheath. The vizigo sheath was replaced, and the case continued. No adverse patient consequences were reported. The resistance with sheath was assessed as not MDR reportable. The potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 17-mar-2023.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 01-feb-2023. The device evaluation was completed on 17-mar-2023.visual inspection and microscopic examination of the returned device were performed following bwi procedures. The vessel dilator was observed in good condition, and the sheath was visually inspected, and the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. The issue reported by the customer was confirmed as the valve dislodgment could be related to the reported event. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number 50000206, and no internal actions related to the complaint were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).